Event description:
It was reported that a patient underwent distal gastrectomy (billroth I) on (B)(6) 2012 and a drain was used. The drain was placed toward the diaphragm. The patient experienced anastomotic leak at the duodenum on (B)(6) 2012. A second procedure was performed and the drain was removed and replaced with a like device. The hospitalization stay was extended. The patient condition is reported as stable.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1116037 - mfg date 01/01/2012, exp date 01/01/2017. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1116037.